Event description:
A malfunction with code malf 12 was reported, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions, assisted the customer with resetting the pump, and confirmed that the malfunction did not recur. The customer was informed that they could continue using the pump and to call back if the issue recurred.